Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: the image was shadowy and there was foreign matter inside the optical system tube, the tube had dents, and the label ring was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid optical laparoscope's image was dark. The issue was found during preparation for use of an unknown procedure. The device was returned for evaluation. During the device evaluation it was found that, the marking on the eyepiece had faded away and the eyepiece funnel was discolored. There was no delay and the patient was not under anesthesia. The facility finished the procedure with a similar device. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction wasn't confirmed. Based on the results of the investigation, it is likely that the malfunction was the result of external force applied by the user, general wear and tear, or the ring wasn't properly refitted during a previous repair. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.